Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image of the subject device had noise and the scope communication error e226 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported event, and also found that the camera cable was twisted. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported event was attributed to the user handling. It was surmised due to applying stress a load to the camera cable by the user, the subject device had failure and the reported event occurred. If additional information is received, this report will be supplemented.